Event description:
It was reported that the patient had positive blood cultures on (B)(6) 2024 for vancomycin resistant enterococcus morganella morganii. The patient was given intravenous antibiotics. The patient was made do not resuscitate and care was withdrawn on (B)(6) 2024. The death was related to septic shock leading to multisystem organ failure. The death was not considered pump related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively established through this evaluation. An autopsy was not be performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death, localized infection, and sepsis. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.